Event description:
Customer reported that he was not receiving as much insulin as he should have and that he was experiencing high blood glucose. The blood glucose reading was 470 mg/dl. He stated that he had changed the infusion set several times but continued to have issues with the delivery of insulin. Customer stated that there was no bent cannula and that he rotates the sites properly. Customer was assisted in performing a fixed prime and stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner and cracked battery tube threads.